Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result, the instrument tips do not open / close. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the large suturecut needle driver instrument had stopped moving and the cable of the instrument broke away. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the event occurred during a sacrocolpopexy with hysterectomy procedure on (B)(6) 2024. The instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. Suturing was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. No images were available.